Manufacturer narrative:
Follow-up 1 : additional information received there is no causal relationship between the patient¿s injury and the hamilton-g5 device. Based on the information provided, the arm that fell off and struck the patient on the bridge of the nose was manufactured by carefusion, not hamilton medical ag. Therefore, the legal responsibility for the arm lies with carefusion, the competitor.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: an event involving agiliti-owned dvk0136 occured. The arm of the g5 ventilator fell off and struck the patient on the bridge of the nose. This caused approximately 5" laceration on the bridge of their nose. Upon investigation, the arm would not tighten enough to stay secure onto the ventilator. Based on the provided details/pictures, there is reason to believe that the arm involved in the event is not a product of hamilton medical ag. Therefore, further inquiries are being made with the customer.